Manufacturer narrative:
Product technical complaint investigation result was received on 09-feb-2016: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff. She had essure (fallopian tube occlusion insert) inserted and developed severe pain and bleeding (regarded as genital bleeding) almost daily. She was submitted to a hysterectomy with recovery of her symptoms. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal/pelvic pain and genital bleeding or spotting may occur. In this particular case, consumer's pain started in close association with essure procedure. Later, she also experienced bleeding. The device was removed approximately 10 months after its placement and she recovered from the events. Considering this information and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a lawyer in (B)(6) on 24-nov-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. In (B)(6) 2013, the plaintiff was considering tubal ligation, and booked an appointment with her doctor to discuss this method of birth control. Although she was originally interested in consulting with her doctor about tubal ligation, she relied heavily on the recommendation of her doctor and eventually agreed to undergo the essure procedure. On or about (B)(6) 2013, the plaintiff underwent the procedure and was implanted with essure. Immediately after the procedure she experienced severe pain and discomfort. The pain was so severe she went to see her family doctor who instructed her to go to the hospital. The doctors were unable to help her so they simply prescribed her opiates for the pain and sent her home. The plaintiff continued to experience severe pain and started to exhibit other adverse effects. She began losing her hair, experiencing extreme swelling and bloating around her abdomen, suffering from constant cramping and was bleeding almost daily. After months of suffering she elected to have the essure implants removed. The doctor had to perform a hysterectomy to remove the implants. The hysterectomy was performed on (B)(6) 2014. The symptoms, which the plaintiff experienced immediately after being implanted with essure, ceased as soon as the essure implants were removed. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff. She had essure (fallopian tube occlusion insert) inserted and developed severe pain and bleeding (regarded as genital bleeding) almost daily. She was submitted to a hysterectomy with recovery of her symptoms. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal/pelvic pain and genital bleeding or spotting may occur. In this particular case, consumer's pain started in close association with essure procedure. Later, she also experienced bleeding. The device was removed approximately 10 months after its placement and she recovered from the events. Considering this information and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required (hysterectomy performed). A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 02-may-2016: the case (B)(4) was identified as duplicate of this case and was deleted. All information was transferred to this case. New reporter was added. It was reported that consumer had severe pelvic pain, hair loss, bloating, cramping and heavy menstrual bleeding after having essure implanted. Hysterectomy was done to remove essure and her health condition improved. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff. She had essure (fallopian tube occlusion insert) inserted and developed severe pain and bleeding (regarded as genital bleeding) almost daily. She was submitted to a hysterectomy with recovery of her symptoms. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal/pelvic pain and genital bleeding or spotting may occur. In this particular case, consumer's pain started in close association with essure procedure. Later, she also experienced bleeding. The device was removed approximately 10 months after its placement and she recovered from the events. Considering this information and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Duplicated case identified on 26- may-2016: no new information identified from the duplicated case (B)(4). After internal review on 01-jun-2016, information received on 26-may-2016 was amended. This case was not considered medically confirmed. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff. She had essure (fallopian tube occlusion insert) inserted and developed severe pain and bleeding (regarded as genital bleeding) almost daily. She was submitted to a hysterectomy with recovery of her symptoms. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal/pelvic pain and genital bleeding or spotting may occur. In this particular case, consumer's pain started in close association with essure procedure. Later, she also experienced bleeding. The device was removed approximately 10 months after its placement and she recovered from the events. Considering this information and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.